Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. The patient remains ongoing on lvad support. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the emergency department on (B)(6) 2016 with a sudden acute onset of persistent left scapular pain that appeared to be musculoskeletal and was hospitalized due to a history of dark tarry stools with a slight drop in hemoglobin while anticoagulated for lvad and atrial fibrillation. An enteroscopy and colonoscopy revealed a few 4 mm stigmata of recent bleeding angioectasias, successfully treated with coagulation for hemostasis using argon plasma. Incidentally, many small-mouthed diverticula were found in the sigmoid colon, in the descending colon, at the splenic flexure and in the transverse colon. There was evidence of recent bleeding from the diverticular opening. Internal hemorrhoids medium-sized and grade ii were found during retroflexion. A 5 mm sessile polyp was found in the sigmoid colon and was removed. It was reported that the patient was discharged on an unspecified date.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient's stool was found to be heme-occult (B)(6) when admitted to the emergency department. The patient was reportedly given 2 units of packed red blood cells throughout the event and changes were made to the patient's medication. Following treatment, the patient's hemoglobin level was stable for 48 hours prior to discharge. The event was reportedly resolved on (B)(6) 2016.